Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals that caused non-sustained ventricular tachycardia (nsvt) episodes. The health care professional (hcp) wanted to know if they should replace the lead as well. Technical services (ts) recommended lead replacement. The lead remains in use. No adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).